Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose levels after the insulin pump had fallen off a roller coaster. The blood glucose reading was 45 mg/dl. The customer stated that the insulin pump fell out of her pocket that she thought was secure. She observed that the device was completely shattered and the only things she had left were the reservoir, infusion set, and the belt clip. Nothing further reported.